Manufacturer narrative:
The device has not returned. If any additional information is provided, a supplemental report will be submitted.

Event description:
While trialing a medium 12 mm cage, the male end of the inserter became lodged. It broke free from the inserter and became stuck in the trial.